Event description:
It was reported that the insulation of the device was compromised.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The insulation is cracked and melted near the distal tip. The insulation was tested for cracks/damages and the unit failed the insulation scan test. The probable root cause is user misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.